Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose levels reached 300 mg/dl and developed an infection at the pod¿s insertion site while wearing the device between 24 and 36 hours. The patient was taken to urgent care and was prescribed bactrim topic antibiotic (10ml) to be taken twice a day for the duration of 10 days. The pod was discarded.